Manufacturer narrative:
On april 12, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2 instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. On april 12, 2019 an immucor field service technician inspected galileo echo v2 instrument serial number (B)(4) at the customer facility. The technician found the instrument operational and performed a successful unexpected reaction checklist. Found camera reader focus was within specification, but needed to be optimized. Re-ran sample in question after completion of unexpected reactivity checklist and camera reader optimization. Sample resulted negative. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative screen result with capture-r-ready-screen 3 on the galileo echo v2 instrument.